Manufacturer narrative:
Date of event: (B)(6) 2016. Correction: resolution and disposition: fse replaced the blower motor controller and completed the performance verification tests and the pm service.

Manufacturer narrative:
Failure investigation (fi) lab received the blower motor controller (bmc) for evaluation. Visual inspection of the returned bmc revealed heat related damage to the j3 connector at pin 4. Fi technician cleaned the j3 connector pin 4 and performed resistance verification test and results that there were no shorts or opens found. Fi technician installed the bmc into the fi test ventilator and performed functional tests. No functional faults were identified. Root cause for the reported problem could not be determined. The heat related damage at the j3 connector pin 4 which was a cosmetic issue that did not cause any functional issues.

Manufacturer narrative:
.

Event description:
The manufacture's field service engineering (fse) reported that during a 12.5k preventative maintenance (pm) service, the technician noticed that the blower motor controller (bmc) had a burn mark on the connector. There was no patient involvement reported.